Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed failed main drawer 6 full height cubie drawer was 'not detected on bus' error. A field service engineer (fse) inspected drawer 6 and found that no light emitting diodes (leds) were illuminated. The drawer controller was disconnected from the system, but the leds did not turn on. The fse replaced the module control printed circuit board assembly (pcba) and attempted to power on the station, but there was no power to the device. The fse then disconnected drawer 6 from the bus, after which the station powered on normally. The drawer controller pcba was replaced, and the device was powered on again. The fse reconfigured the drawer and verified its operation using the hardware testing application to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed drawer not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.